Event description:
The patient reported that the ok and down buttons had a delayed response and the bolus button was very difficult to press. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked.